Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
Customer reported a broken case near battery. Customer also reported broken thread and cracks around display window. The blood glucose level was not included in the report. Nothing further was reported.